Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer pocket had failed to open due to a worn retractor band and a malfunctioning position sensor. A field service engineer replaced the position sensor and retractor band to resolve the issue. The system had functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer cubies did not pop up and recover, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.